Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2017, vaginal bleeding, prolonged menses, endometrial biopsy, spotting vaginal, adenocarcinoma, musculoskeletal chest pain, nausea, vomiting, pruritus, laparoscopic surgery, abdominal cramps, diarrhea, general body pain, appetite lost, leukocytosis and colitis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception as well as ibuprofen, metronidazole (flagyl), naloxone hydrochloride (narcan) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: 6 coils were visible on the right and 6 coils remained on the left in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Pathology test - on an unknown date: endocervical adenocarcinoma in situ at the squamocolumnar junction, extending to less than 1 mm from the endocervical resection margin, with the exocervical resection margin free of dysplasi. Ultrasound scan - on an unknown date: findings quite comparable to the prior exam from 20 days ago. Some nonspecific prominence of the colonic wall and some of the distal small bowel loops are again seen as discussed above. Most recent follow-up information incorporated above includes: on 24-sep-2019: plaintiff fact sheet and medical record received.new event vaginal pain added. Medical history, lot number, concomitant drugs and lab data added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2017, vaginal bleeding, prolonged menses, endometrial biopsy, spotting vaginal, adenocarcinoma, musculoskeletal chest pain, nausea, vomiting, pruritus, laparoscopic surgery, abdominal cramps, diarrhea, general body pain, appetite lost, leukocytosis and c.difficile colitis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception as well as ibuprofen, metronidazole (flagyl), naloxone hydrochloride (narcan) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion details: 6 coils were visible on the right and 6 coils remained on the left in uterine cavity. Discrepancy noted on essure insertion date -01-apr-012 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on an unknown date: endocervical adenocarcinoma in situ at the squamocolumnar junction, extending to less than 1 mm from the endocervical resection margin, with the exocervical resection margin free of dysplasia. Ultrasound scan - on an unknown date: findings quite comparable to the prior exam from 20 days ago. Some nonspecific prominence of the colonic wall and some of the distal small bowel loops are again seen as discussed above. Lot number: 846836 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2017, vaginal bleeding, prolonged menses, endometrial biopsy, spotting vaginal, adenocarcinoma, musculoskeletal chest pain, nausea, vomiting, pruritus, laparoscopic surgery, abdominal cramps, diarrhea, general body pain, appetite lost, leukocytosis and c.difficile colitis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception as well as ibuprofen, metronidazole (flagyl), naloxone hydrochloride (narcan) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion details: 6 coils were visible on the right and 6 coils remained on the left in uterine cavity. Discrepancy noted on essure insertion date -(B)(6) 012 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on an unknown date: endocervical adenocarcinoma in situ at the squamocolumnar junction, extending to less than 1 mm from the endocervical resection margin, with the exocervical resection margin free of dysplasia. Ultrasound scan - on an unknown date: findings quite comparable to the prior exam from 20 days ago. Some nonspecific prominence of the colonic wall and some of the distal small bowel loops are again seen as discussed above. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysteroscopy salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain and abdominal pain. Reporter (consumer) information updated, essure indication and removal dates updated and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pain') in an adult female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2017, vaginal bleeding, prolonged menses, endometrial biopsy, spotting vaginal, adenocarcinoma, musculoskeletal chest pain, nausea, vomiting, pruritus, laparoscopic surgery, abdominal cramps, diarrhea, general body pain, appetite lost, leukocytosis and c.difficile colitis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for contraception as well as ibuprofen, metronidazole (flagyl), naloxone hydrochloride (narcan) and vancomycin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: 6 coils were visible on the right and 6 coils remained on the left in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Pathology test - on an unknown date: endocervical adenocarcinoma in situ at the squamocolumnar junction, extending to less than 1 mm from the endocervical resection margin, with the exocervical resection margin free of dysplasi. Ultrasound scan - on an unknown date: findings quite comparable to the prior exam from 20 days ago. Some nonspecific prominence of the colonic wall and some of the distal small bowel loops are again seen as discussed above.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.